Manufacturer narrative:
H.6. Investigation summary one opened 32g x 4mm pen needle sample without shield and three photos were returned from lot. No. 9148673, cat. No. 320136. Visual examination of the returned sample and photos was carried out and bent patient end of cannula was observed. No manufacturing related issues were observed. Due to the condition the sample was returned no clog test could be carried out. Investigation conclusion visual examination of the returned sample and photos was carried out and bent patient end of cannula was observed. No manufacturing related issues were observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description as the sample returned was open it is not possible to confirm this defect to be manufacturing related. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd micro-fine plus¿ pen needle was bent and the drug would not come out. The following information was provided by the initial reporter: the needle tip was bent and the drug didn't come out.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine plus¿ pen needle was bent and the drug would not come out. The following information was provided by the initial reporter: the needle tip was bent and the drug didn't come out.